Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, that each time insulin pump was uploaded by healthcare professional, there was a black dot on display screen. Customer also reported that battery compartment was cracked. Customer's blood glucose was 402 mg/dl, which was treated with insulin pump. Customer was advised that insulin pump may have been suspended. Customer declined replacement of insulin pump stating that insulin pump was functioning as designed.